Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the lens tore and was removed through an enlarged incision. In a follow-up, the patient outcome of event was reported as "excellent".

Manufacturer narrative:
The product was returned for analysis and verified to have signs of handling. Both haptics were bent-gusset and distal area. Optic was torn/split/cracked from edge toward the center with additional split/cracked areas. While we were unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 04/02/2008 and 04/17/2008 by fax and mail. A partially completed questionnaire was received.